Event description:
Unable to move. Pain in groin - found both tumor caused by metal pieces and an infection in bone at hip - hip was replaced (B)(6) 2009. Left total hip tumor surrounded blood arteries - new hip (B)(6) 2017. Required 3 operations and was in hospital - 2.5 months. Currently doing physical therapy and will require antibiotic treatment for a year. The metal hip broke down and metal caused problem. Live alone and was unable to move or get help for 4 hours on (B)(6) 2017 (cost to (B)(6)). Hospitalized (B)(6)2017. Left hospital (B)(6) 2017.